Manufacturer narrative:
Qn# (B)(4). The sample was not returned; however, the customer provided two photos for evaluation. Visual examination of the photos revealed the needle cannula was separated from the needle hub. The ars contained obvious signs of use. Full visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit cautions the user, "the color of the blood aspirated into arrow raulerson syringe is not always a reliable indicator of venous access. Do not reinsert needle into introducer catheter." The customer report of a separated introducer needle was confirmed by complaint investigation of the customer supplied photos. However, full complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Customer reported that after of several attempts for channeling the vein and when it was done, and the blood already refluxed through the needle that is connected to the syringe (raurlerson), there was a disconnection or breakage of the needle with the flag or connector. As consequence there was an interruption of the technique, having to prick the patient again with another set and with the risk of accidental insertion of the loose needle into the patient's vein. The customer reports no intervention.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
Customer reported that after of several attempts for channeling the vein and when it was done, and the blood already refluxed through the needle that is connected to the syringe (raurlerson), there was a disconnection or breakage of the needle with the flag or connector. As consequence there was an interruption of the technique, having to prick the patient again with another set and with the risk of accidental insertion of the loose needle into the patient's vein. The customer reports no intervention.